Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot # 5153809 revealed the inserter guide assembly was manufactured by rms company. The parts was inspected to the synthes incoming final inspection sheet and two non conformances were opened for dimensional error and nicks. A review of the device history records was completed and (B)(4) parts were released to warehouse on (B)(6) 2006.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. The device was returned because there was a separation of a component, whereby the foot broke off the device. The product was received at service and repair who were unable to repair the device. A warranty replacement was sent to the customer. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Event description:
Service and repair report states that an inserter guide had a foot break off. Product was received at service and repair who were unable to repair product. Warranty replacement sent to customer.